Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (caregiver) reported that on the afternoon of (B)(6) 2017 the customer¿s adc blood glucose meter had a frozen screen. As a result of this issue, they were unable to test the customer¿s blood glucose. The customer was experiencing symptoms of ¿dizzy, feeling low¿. Paramedics were called, and assessed the customer as having hypoglycemia. The customer was given food, and ¿glycosylated serum¿ as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter was visually inspected; nothing was observed. The meter turned on with button depression and strip insertion. A frozen screen was observed. Meter was disassembled and no observations found on the circuit board. Investigation of the product determined the cause to be isolated to the electronic paper display.

Event description:
A caller (caregiver) reported that on the afternoon of (B)(6) 2017 the customer¿s adc blood glucose meter had a frozen screen. As a result of this issue, they were unable to test the customer¿s blood glucose. The customer was experiencing symptoms of ¿dizzy, feeling low¿. Paramedics were called, and assessed the customer as having hypoglycemia. The customer was given food, and ¿glycosylated serum¿ as treatment. There was no report of death or permanent injury associated with this event.